Event description:
Related manufacturer reference number: 2017865-2022-19397. It was reported that both the left ventricular (lv) and right atrial (ra) leads dislodged during and implant procedure on (B)(6) 2022. The dislodged leads were discovered via a chest x-ray (cxr). The patient had a ventricular tachycardia event during the procedure and the operation was ended due to the patient's unstable condition. The patient left the hospital in a stable condition.

Manufacturer narrative:
The reported event was lead dislodgement and ¿the patient's state was no longer suitable for continuing the operation.¿ as received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.